Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint on j2 on pcb2. No physical damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. Customer's blood glucose value was 17 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.